Event description:
The facility's biomedical engineering dept reported an infusion pump that was turning on and off all the time during biomedical testing. Although attempts were made by baxter technical support to obtain add'l info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device. The hosp biomed stated they have no record of any pt incident involving the pump since the last baxter service event.